Event description:
It was reported that a malfunction code, malf 3, occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, as it was under warranty, and confirmed the shipping address with the customer. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continues. Technical support also provided instructions for placing the pump in storage mode and requested the customer return the faulty pump using a pre-paid label within ten days, which the customer understood and acknowledged.